Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings or receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified treatment for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Attempt was made to restore the sensor to storage state. Nfc command error: rf_inventory message was observed. An extended investigation was performed. Visual inspection has been performed on the returned de-cased sensor and no issues were observed. Extracted data from the returned sensor using approved software. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor was reprogrammed to sensor state 1(storage state) using ptu (power/thermal utility) tool. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. The generation of 5 ble packets indicates that there is no signal loss alarm issue with the returned sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings or receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified treatment for hypoglycemia. There was no report of death or permanent impairment associated with this event.